Event description:
It was reported that during a laparoscopic. Gastric bypass procedure, on the fifth firing, the device had to be pried open. Another device was used to complete the case. The patient had to be brought back into the or two days later for a staple line leak. No patient consequence, patient being released in 2009. The device was discharged. Additional information has been requested on the event and patient.

Manufacturer narrative:
Date sent: 06/24/2009. Information not available, device not returned for analysis